Event description:
The surgeon noticed an abnormal rate of aseptic loosening amongst the pts operated with elite plus stems in combination with the cmw2000. The surgeon uses elite plus already several years ago, formerly in combination with palacos cement. In 2001, he switched from palacos to cmw2000. Already noticed 6 cases of loosening. Already operated in one case, in which no sign of infection has been found. On a control x-ray taken in 2003 (one month after surgery), a hole is visible near the distal tip of the stem. The x-ray will be returned. The surgeon has decided to revise the pt but the revision surgery is not yet planned, as there isn't any claim from the pt. The surgeon advises that manual reaming with the elite plus reamers/broaches was used.